Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported this morning the handset said that the pump was not connecting and then said wait or something, so they hit to wait. The patient then restarted the handset but nothing happened. A minutes later, they had felt their legs doing something and they had relief, so they understood that a bolus had been delivered. The handset was very slow at 90% and they saw communicator not found. They turned the communicator on and then attempted to connect to the pump and the handset was indeed lagging at 90%. Agent reviewed and guided the them through deleting the handset data. They were then able to connect to the pump without any lag. They delivered a bolus successfully during the call.